Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
The harmonic ace instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations confirmed and replicated the customer-reported complaint. The instrument was found to have a broken blade at the grip base. A piece measuring approximately 9.86 mm × 2.02 mm had broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions.